Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed that the tubing was separated from the male luer. Additional inspection was performed which observed excess solvent being applied on the tubing. Dimensional testing was performed with no issues noted. The reported condition was verified. The cause of the condition was related to the excess solvent which displaced the tubing from the insertion of rigid components. There are controls in place to prevent and detect leaks due to separations. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type extension set came apart at the site where the single line was attached to "y". This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.